Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 21, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 3331, 4114, 4210, 4315). The affected complaint sample was not returned for investigation. However, a photo was provided that confirmed that bubbles outflowed from the gas out part of the oxygenator and red transparent liquid was on the floor. It is most likely that the blood properties changed, leading to the production of a substance with surface-active properties. This could have disrupted the relationship between the surface tension of the blood and the gas maintained in the micropores of the fiber, resulting the fiber becoming hydrophilic, leading to plasma leakage. However, without the returned device, a definitive root cause could not be determined. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was producing foam. *no consequence or health impact to patient. *product was not changed out. *procedure was completed successfully.